Event description:
On (B)(6) 2014, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant potassium result a patient sample. There was no patient information available at the time of this report. Date: (B)(6) 2014, draw time: 10:35pm, result time: 10:53pm, k: >9.0, na: 136, ica: 309. (B)(6) 2014, na, 11:01pm, 4.4, 145, 4.7. Same sample was repeated. The customer states that a tb syringe was used to draw the sample. There was no repeat on sample a after 11:01pm which was presumably an expected result. Apoc has suspected based on the type of syringe used that hemolysis could have potentially been a factor in the result of >9.0 due to the use of a small syringe. At this time the needle size used (if any), and the type of syringe used for the draw is unknown. Per I-stat system manual ((B)(4). Date (B)(6) 2012), I-stat chem8+ cartridges require the use of whole blood collected in non-heparinized capillary tubes, evacuated tubes, or syringes, as long as sample is tested immediately upon draw, heparinized whole blood collected in balanced heparin syringes or capillary tubes, or heparinized whole blood collected in evacuated tubes containing lithium or sodium heparin, as long as the tubes are filled to capacity. Return product is not available for investigation. There were no injuries reported with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The investigation was completed on 03/26/2014. The customer did not return product for investigation. Retain and cartridges were tested and are functioning according to specification.